Event description:
An everflo oxygen concentrator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the unit was opened and was found to be burned and melted at the pb board. The device was also found to have a severed power cord, and the device was leaking. There was evidence of significant liquid intrusion originating from the top of the unit nd dripping into the power switch and enclosure mating area. This short to ground was isolated to the pca and the inner wall of the rear cabinet and self-extinguished. The thermal activity was isolated to the pca and created no external voids. The device will be returning to user for 3rd party repair.